Event description:
It was reported that during a procedure, the camera unit displayed an e1 error code and had to be turned off and on. Further, another unit was available for use and the procedure was completed successfully without any delays or medical intervention.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.